Manufacturer narrative:
(B)(4). Following this complaint further information was sought from the hospital. We were informed that although the airvo gave a "check water" alarm, it was observed by staff that there was water present in the chamber. Please note that during a 'check water' alarm, the airvo will continue to deliver the set flow, so the patient continues to receive therapy. The subject airvo humidifier was tested by the hospital clinical engineering department. The 'check water' alarm functionality was tested and found to be operating correctly. A full operational check was then performed. The airvo passed all testing and was put back into service at the hospital. Conclusion: we are unable to determine what caused the reported patient desaturation, as the airvo would have continued to deliver therapy during a 'check water' alarm state, and no malfunction was detected during the testing of the device. It is possible that the desaturation was related to the patient condition. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." It also states "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply."

Event description:
A hospital in the (B)(6) reported that an airvo 2 humidifier displayed the alarm message "check water". It was further reported that the patient desaturated to 70%. Following this incident, the patient was placed on a nasal cannula at 8lpm to bring her sp02 back up and when stable the patient was kept on the nasal cannula at 3lpm. The patient was a high dependency patient and was being constantly monitored.